Event description:
It was reported that this right atrial (ra) lead was capped due to fracture and intermittent out of range impedance measurements. Another ra lead was successfully placed and no additional adverse patient effects were reported.